Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a sensor glucose reading of 221 mg/dl but felt really thirsty. Customer's blood glucose level was 577 mg/dl. The customer had a headache. The customer first treated with a bolus using the insulin pump but then called her doctor that recommended to treat with a syringe. The device was not returned.